Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6) male patient (78kg) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. After left pulmonary vein (lpv) isolation, blood pressure decreased, and pericardial effusion was confirmed by echocardiography. Pericardial drainage was performed, and the patient was moved to the ICU as a precaution after vitals were stable. The physician commented that the possibility of causal relationship with this product is low. The patient outcome of the adverse event is improved. Additional information was received and it was reported that the physician¿s opinion on the cause of this adverse event is that it is not bwi product related. There was no evidence of a steam pop. There were no error messages observed on the biosense webster equipment during the procedure.